Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one partial introducer sheath, which contained the hub section was returned for evaluation. The sheath was returned cut and measured approximately 12.3cm in overall length. The filter was returned lodged inside the introducer hub with the filter feet exposed from the proximal end of the hub. No visual anomalies were identified on the sheath. Functional/performance evaluation: the sheath was cut closer to the filter and the filter was removed from the sheath with small resistance. The filter exhibited all 6 filter legs/feet and arms, present and intact. The hub on the sheath was sliced open, and no anomalies were identified within the inner surface. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the introducer sheath. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter implantation, the filter became stuck in the transition tube of the delivery system; therefore, the filter could not be deployed. The filter was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient contact; no reported patient injury.